Event description:
The manufacturer received information alleging a ventilator failed a test step. There was no harm or injury reported. The device was evaluated by a field service engineer and the customer's complaint was confirmed. The device's solenoid valve was replaced and the device's software was reloaded to address the issue.